Event description:
On (B)(6) 2014, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately when compared against the patient¿s feeling/normal result(s) and another device. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2014 (at 11:10am) the patient obtained blood glucose readings of ¿370, 65, and 98mg/dl¿ with the subject meter, performed less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient¿s diabetes is managed with humalog insulin (self-adjuster). According to the csr¿s documentation, at the same time after the alleged issue occurred, the patient reportedly administered her usual dose of 6 units of humalog insulin; at 11:15am, the patient reportedly retested with two other devices and reportedly obtained readings of ¿65mg/dl¿ and either ¿71 or 72mg/dl¿; and at 11:20am the patient reportedly felt ¿sweaty, hot, and confused¿. It is not clear what treatment the patient may have received after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.